Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found with one severely bent grip, causing misalignment of the grips. There was a 0.063¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. Further observation found unrelated to the reported complaint states that the instrument had charring and/or localized melting on the outer surface of both bipolar yaw pulleys at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ¿pinch¿ at the end of the fenestrated bipolar forceps instrument did not go together. The procedure was completed with no reported injury.